Event description:
Information was received indicating that a smiths medical pump displayed a "disposable not properly attached, please re-attach" message while being used with a cadd administration set, but the issue would not disappear. There was no reported adverse event.

Manufacturer narrative:
Other, other text: b5: additional information.

Event description:
Information was received indicating that there were no clinical consequences observed during this event. The user had to use another set and the treatment was parenteral nutrition.